Manufacturer narrative:
The emt was using the device in manual mode when the emt allegedly "felt her back pinch", and had to continue to load the cot until the cot was locked. It was reported that the emt did not seek medical treatment for the pain, but did request the following day off work to rest.

Event description:
It was reported that the emt allegedly "felt her back pinch", and had to continue to load the cot until cot was locked.

Event description:
It was reported that the emt allegedly "felt her back pinch", and had to continue to load the cot until cot was locked. Further injury treatment information has not been provided.